Event description:
When the recipient was seen in (B)(6) 2020 some channels with high impedance status were seen. The user was then seen for a 3 month follow-up at which more channels affected by high impedance were seen. The user also fell last month (september 2020) hitting her forehead which then required stitches. The user is scheduled for repeat MRI in (B)(6) 2021 to monitor vestibular schwannoma. Recipient and guardian are inclined to wait to consider any revision until the spring of 2021. The user will discontinue use until then.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected, as an increase of hi channels can be observed from in situ measurements. Further mechanical influences, like the reported trauma may have led to a weakening of the fixation and therefore may have led to device mobility. However to determine an exact root cause a device investigation of the explanted device is necessary. A decision about revision surgery will be made in spring 2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the recipient was seen on (B)(6) 2020, some channels with high impedance status were seen. The user was then seen for a 3 month follow-up at which more channels affected by high impedance were seen.